Manufacturer narrative:
The beak is made of a fiberglass composite. There is a black sheathing on the outside of the composite material that comprises the beak. There is a small tear on one side of the black sheathing material but it is still intact and attached to the shaft; but the composite material has come off at about where the beak meets the distal end of the shaft. Instrument has been in use for approx 6 yrs. Although we suspect this subject sheath has been repaired by a 3rd party vendor, the condition of the instrument is consistent with damage caused by long usage and mechanical overload.